Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument to perform failure analysis. The medium-large clip applier instrument was analyzed, and failure analysis investigation replicated and confirmed the customer reported complaint. The clip applier instrument failed the clip test due to misapplication of the clip. The instrument was placed and driven on an in-house system. It passed the recognition and engagement tests and was able to retain a clip through engagement, but it could not release the clip as commanded. Additionally, the medium-large clip applier instrument was found to have a bent grip and the tip does not align with the other grip.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument jaws were misaligned and would not apply the clip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported event occurred on the first clip application attempt. The type of clip used by the customer was medium-large weck hem-o-lock. The vessel or tissue bundle was not greater than the specified diameter suggested in the instruction for use (IFU). The customer opened a back-up clip applier instrument to resolve the issue.